Event description:
I used renu with moisture loc exclusively since its time of introudction at the end of 2004 until it was recalled in 05/06. I was very loyal to the brand name of bausch & lomb until the recall date. One morning toward the end of the year 2004 I woke up with very red eyes and extremely blurred vision. The decreased vision persisted so I went to dr and I was diagnosed with inflammation and scarring of the cornea, most likely due to infection, according to the dr. I was prescribed ophthalmic suspension eye drop treatments which improved vision but never went back to normal. To this day I have difficulty with impaired vision. Both eyes are affected although the right eye is much worse.